Manufacturer narrative:
Result: bed exit beeper.

Event description:
It was reported by service report that the bed alarm stopped working as a result of a non-functioning bed exit beeper. No patient involvement or adverse consequences are reported.